Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported, she has been experiencing elevated blood glucose values for the last month. Patient stated every day in the afternoon her blood glucose level is about 350-430 mg/dl. Patient reported every time she corrected the elevated blood glucose with multi-injection therapy. Patient stated there have been no diet changes and no lifestyle changes. Patient reported, she met with her doctor and determined that her therapy is correct. Patient stated, she switched to her backup infusion device for one week and her blood glucose values were all right. Patient stated, she thinks the concern is the primary infusion device. Patient reported, the infusion device did not give any alerts or error messages. No further information is available. Product was replaced and requested return of the alleged product for evaluation.